Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated at midnight on (B)(6) 2024. At approximately 4am on (B)(6) 2024, a check iab cather alarm was generated and blood was seen in the helium tubing. Ten minutes later, the iab was attempted to be removed, but a blood clot in the iab made it impossible. The iab was then surgically removed. The patient was hemodynamically stable and no longer need iab support. It was noted that alarms had occurred multiple times prior to this, but as no blood was found it was determined that the alarm was due to a kink. The patient was 150cm tall, so a slightly oversized iab was used and placed low.

Manufacturer narrative:
Occupation: cardiologist event site postal code: (B)(6). UDI # is incomplete as the primary di # is not available at this time. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned non-maquet sheath was over the catheter. Two kinks were observed on the catheter tubing 37.4cm and 74.93cm from iab tip. The three-way stopcock and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 5.8cm from the iab tip measuring 0.032cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. The leak was found on both sides of the balloon, suggesting that a sharp object may have caused it. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.